Manufacturer narrative:
The reported issue of observed fluid contamination between the modules from a site visit representative was confirmed via pictures within the received site visit report. The customer confirmed that no product was being returned for investigation of this issue; the customer was provided information by the site visit representative on the recommended cleaning and handling of the alaris system. The file was opened to document the issue that was reported. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported during a tpc site visit that the devices were observed to have fluid contamination found between the modules. There was no patient involvement.